Event description:
It was reported that patient had a hard fall on the back with bruising to her lower back. The implantable neurostimulator (ins) had moved from the patient¿s bladder in (B)(6) 2014. The patient had testing and programming, and x-rays were noted. Anterior-posterior and lateral testing was done. The event cause was determined and was not device related. The ins was replaced with a new ins. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0cl80, implanted: (B)(6) 2013, explanted: (B)(4) 2014, product type: lead. (B)(4).